Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy test positive for nickel and cobalt') in an adult female patient who had essure (batch no. 88669-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced depression ("depression"), arthralgia ("joint pain"), skin disorder ("skin problems"), visual impairment ("decreased vision"), tinnitus ("tinnitus"), alopecia ("hair loss"), vertigo ("vertigo"), nervous system disorder ("neurological problems"), fatigue ("fatigue") and paraesthesia ("electric shocks on the side of the lower abdomen"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), mood altered ("mood changes") and psychiatric symptom ("loss of self confidence"). At the time of the report, the allergy to metals, depression, arthralgia, skin disorder, visual impairment, tinnitus, alopecia, vertigo, nervous system disorder, fatigue, paraesthesia, mood altered and psychiatric symptom outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, depression, fatigue, mood altered, nervous system disorder, paraesthesia, psychiatric symptom, skin disorder, tinnitus, vertigo and visual impairment with essure. Lot number 88669 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergy test positive for nickel and cobalt') in an adult female patient who had essure (batch no. 88669) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced depression ("depression"), arthralgia ("joint pain"), skin disorder ("skin problems"), visual impairment ("decreased vision"), tinnitus ("tinnitus"), alopecia ("hair loss"), vertigo ("vertigo"), nervous system disorder ("neurological problems"), fatigue ("fatigue") and paraesthesia ("electric shocks on the side of the lower abdomen"). On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), mood altered ("mood changes") and psychiatric symptom ("loss of self confidence"). At the time of the report, the allergy to metals, depression, arthralgia, skin disorder, visual impairment, tinnitus, alopecia, vertigo, nervous system disorder, fatigue, paraesthesia, mood altered and psychiatric symptom outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, depression, fatigue, mood altered, nervous system disorder, paraesthesia, psychiatric symptom, skin disorder, tinnitus, vertigo and visual impairment with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.